Event description:
A patient reported blood glucose results of 365 mg/dl and 145 mg/dl with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive check strip tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.